Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved could not confirm the report as it was described, because all the device components (particularly the clip) were not included in the return. During a functional test, the device was advanced into olympus gif q20 2.8 mm endoscope in a simulated upper gi position. With the tip in the maximum retroflexed position to simulate a worst case position, the drive wire moved freely inside the outer sheath. A visual examination of the drive wire hook, catheter attachment, and coil catheter (distal end device components) showed no deformities or signs of damage. A product discrepancy or anomaly that could have contributed to the reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. In addition, all of the clip device components (particularly the clip) were not included with the return, therefore full functional testing could not be performed. A definitive cause for the reported observation could not be determined. The following information is included in the instructions for use to ensure proper and effective use of the device: "close clip by moving handle spool proximally until clip is fully closed. Caution: do not continue to pull handle spool beyond tactile resistance as this may prematurely deploy clip." "With clip closed and without holding handle spool, advance device in small increments into accessory channel of gastroscope or colonoscope. Caution: holding handle spool during advancement may prematurely deploy clip." "Endoscope must remain as straight as possible when inserting or withdrawing device." Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an esophagogastroduodenoscopy (egd) , the physician used a cook instinct endoscopic hemoclip. As reported to customer relations: "the physician stated the clip mis-fired." Clarification information was received on 7/24/2017: "clip was dislodged from pin within scope [pre-mature deployment in the scope] and unopened clip was pushed into the gastric lumen without the tech deploying." Additional information was received on 8/4/2017: the difficulty occurred during advancement through the scope.